Event description:
It was reported that a revision was performed.

Event description:
It was reported that a revision was performed due to pain: (B)(6) 2010: implantation of a journey total knee prosthesis. (B)(6) 2010: chronic regional pain syndrome, therefore arthrolysis. (B)(6) 2011: revision surgery due to chronic regional pain syndrome.

Manufacturer narrative:
.